Event description:
It was reported that the atrial lead exhibited thresholds greater than 4.5v, 2.0ms and impedance less than 200 ohms. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.